Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. No issues were noted with the crimped stent, balloon and tip section of the device. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. The hypotube was broken 85.8cm distal to the strain relief. A visual and tactile examination found that the hypotube was kinked adjacent to both break sites and at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. It was reported that shaft break occurred. A 3.00x28mm promus premier¿ drug eluting stent was selected for use to treat the lesion. However, during the procedure, the shaft broke upon insertion to the patient. The device was pulled back out with no adverse event. .

Event description:
It was reported that shaft break occurred. A 3.00x28mm promus premier&#10244;rug eluting stent was selected for use to treat the lesion. However, during the procedure, the shaft broke upon insertion to the patient. The device was pulled back out with no adverse event.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00x28mm promus premier&#10244;rug eluting stent was selected for use to treat the lesion. However, during the procedure, the shaft broke upon insertion to the patient. The device was pulled back out with no adverse event.